Event description:
I had essure placed in my tubes in 2007. Three months later, the tests confirmed proper placement and blockage of my fallopian tubes. In june 2008, I had severe pelvic pain and bleeding. Ultrasound was done and found that one of the essure implants had uncoiled and implanted itself onto my uterus. I had a procedure done to see if my doctor could remove the device without any success. In (B)(6) 2008 I had to have a hysterectomy to remove both tubes and uterus.